Event description:
It was reported that while cleaning the ilet and removing the plastic case, the device separated into two halves and the entire screen split off, exposing internal wiring, resulting in an unusable display; the event is consistent with a device display component issue and a bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communications and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display assembly with loss or failure of bonding at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.